Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. On (b)(6) 2026, the patient reported that while standing in line at a boutique, she became dizzy and lost consciousness. The patient did not report who contacted emergency medical services (EMS) and did not specify when consciousness was regained. EMS responders arrived and transported the patient to the hospital emergency department (ED). Upon evaluation in the ED, the patient reported a blood glucose reading of 68 mg/dL. The patient was treated with intravenous (IV) fluids apple juice, and Ibuprofen 800 mg for pain management. Due to a head injury with hematoma sustained during the fall, the patient also underwent a CT scan and X-ray for further evaluation. Following assessment and treatment, the patient was given the option to remain in the hospital for observation or be discharged home with instructions to monitor her condition. The patient elected to return home because she needed to care for her grandchild. The patient was instructed to continue Ibuprofen 800 mg, one tablet daily, for pain management. The patient reported returning home at approximately 3:00 PM. Following discharge, the patient stated she felt well and did not experience any additional issues. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness..